Event description:
It was reported by a family member that the patient was deceased. Information identified in the manufacturer's database indicated the patient died approximately two months post implant of the ICD system. The caller alleged that the device contributed to the patient's death. A cause of death was requested and reported as acute cardiopulmonary failure due to ventricular arrhythmia due to coronary artery disease.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable defibrillation lead (B)(6) 2006. (B)(4). The lead was not returned and will not be evaluated.